Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to the piezo alarm assembly. Further testing by the supplier found a cold solder joint between the internal printed circuit board and the main terminal of the piezo which disabled the operation of the piezo. The cause of the cold solder joint was due to the workmanship by the supplier. This report represents all the information known by the reporter upon query by the hospira personnel.